Manufacturer narrative:
G4: 08may2020. B4: 18may2020. Upon further review, it has been determined that this complaint is a duplicate of an existing complaint, for which MFR report #2031642-2020-00276 was submitted. All information was submitted under the initially reported MFR. Report#: 2031642-2020-00276. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01/22/2020.

Event description:
The customer reported that the device had a backup battery fault. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.